Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection as well as dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor raabe guiding sheath was returned to cook for investigation. The device was returned used with biomatter present and the hub separated from the sheath shaft. The device failed the corresponding flare gauge test due to the flare being severely distorted. The outer diameter of the dilator was measured as .085in, the inner diameter of the cap was measured as .121in, and the length of the sheath was measured as 70.3cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU goes on to instruct "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Finally, the IFU also notes that during sheath removal "avoid applying traction to hub during removal." Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device but to the patient¿s condition. Resistance was reported during removal and introduction of the device into the patient. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: radiology lead tech. PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an atherectomy procedure involving a patient born in 1945, the hub separated from a flexor raabe guiding sheath and the sheath reportedly unraveled. Another manufacturer's atherectomy device was used during the procedure. Resistance was noted during insertion and removal of the device. Reportedly, "there was a lot of friction on the outside and inside of the sheath". Friction was encountered as the dilator was loaded as well as during advancement into the body. As the device was being removed upon completion of the procedure, the hub came off and the sheath began to unravel in the patient. At that point, the user reinserted the dilator and the sheath was able to be removed successfully. The procedure was reportedly successful with no complications and no harm to the patient. Upon return and initial evaluation of the complaint device, there was no evidence of unraveling of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.